Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient would like their device removed. Patient stated they wanted it removed because it didn't work. Patient clarified they were still having bladder symptoms, getting up at night every 2 hours and were unable to drink anything before going out. Patient stated this was their 2nd ins and they were still not getting symptom relief. Patient stated they had turned their device off 2 weeks prior and their healthcare provider had given them medicine that provided the same amount of relief as the device did and none of it worked. Patient stated they would not be having a new device put in. Patient was redirected to their healthcare provider to discuss device removal. No further complications were reported or anticipated.